Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet after receiving a ¿sensor failed¿ alert, despite glucose readings continuing to display on the dexcom mobile app. Outcomes included absence of cgm readings on the ilet, with no reported clinical symptoms and no need for medical intervention. Investigation included user interview and troubleshooting assistance, during which the cgm setting was toggled between g6 and g7 and the sensor pairing code was re-entered, returning the pump to pairing mode. The user was advised to allow the pairing period to complete and to call back if glucose readings did not appear. Investigation of this case did not identify a malfunction of the ilet device and indicated that the event was consistent with transient cgm-to-ilet connectivity behavior rather than a confirmed device or component failure.